Manufacturer narrative:
Article citation: chiemi, julia a. And kelishadi, s. Sean. "A rationale for micro-textured breast implant augmentation". Aesthetic surgery journal open forum. 2022; 1-10 additional author contact: julia a. Chiemi, bsc clinical research coordinator drssk@sskplasticsurgery.com the event of "extrusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for operation: no information provided if surgery occurred once diagnosed.

Event description:
Through journal article "a rationale for micro-textured breast implant augmentation" 11 patients were noted to experience malposition, hematoma and extrusion. Affected sides are both left and right. The status of the devices is unknown.